Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was able to confirm the customer comment that the battery drawer would not open when the eject button was pressed. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery door of the external pulse generator (epg) would not spring out. There was no patient involvement.